Event description:
After patient underwent microwave ablation, surgeon removed microwave needles, only to find that one was shorter than the other. CT scan found subcutaneous right chest wall needle tip. Patient taken to ultrasound for tip retrieval.